Event description:
A complaint was received from a customer that reported the dex system would begin counting down and then begin counting back up. While on the phone a review of the system was conducted. It was learned that the system was displaying a battery icon and did not countdown correctly. The customer was encouraged to change the batteries and retest the system. The customer did as requested and the meter still performed with the erratic count. In addition, the customer stated that the "tens and units" digit were now incomplete. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.